Manufacturer narrative:
Lot number: information was not provided during initial report. Additional information has been requested. Manufacture date can not be determined without a lot number. Device investigation anticipated, but not yet begun. Device history record can not be reviewed without a lot number. No conclusion can be drawn at this time.

Event description:
Patient with non-union of an atrophic right mandibular fracture experienced a broken dcp plate.